Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent, coming on and off by itself. Stimulation was also reported in the wrong location, in the stomach and ribs on the left side. The pt was in a minor car accident in (B)(6) 2010. The pt did not feel stimulation while running impedances at (B)(4). The pt reportedly did not use his battery more than every other day for a few hours each day. Caller reported getting question marks (???) In some results during an impedance check. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available of the date of this report.